Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
It was reported that, when a 980 ventilator was powered on the ventilator generated a diagnostic code that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and performed extended self-testing on the device and all tests passed.